Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the sleep current measurement, active current measurement test, displacement test and self test. Thump software was utilized to upload trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call to confirm complaint codes. The adapt tool reveals that pump error 63 was recorded on (B)(6) 2024 at 11:31:01 and on (B)(6) 2024 at 11:35:30. (File/line number = 2017/147) per software engineer log, pump error 63 is a suspicion of hw failure of twi interface or ad5161 chip. In addition, a failed batt test alarm was also recorded on (B)(6) 2024 at 11:31:04. One low battery alert was also recorded on (B)(6) 2024 02:29:01.000. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. No battery related alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with the following cosmetic damages: scratched case, missing display window/cover, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, stained keypad overlay and cracked keypad overlay at select button. In conclusion, customer concerns of battery related anomalies were not confirmed during testing. Unit powered up properly after battery installation and the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) to be within spec range. No missing segments/partial display noted during testing of unit and pump error 25 was not noted during testing or in history download. However, pump error 63 was noted in adapt history download and is a suspicion of hw failure of twi interface or ad5161 chip. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm generated when a power system error (backup battery fails) was detected, and this error did not prevent the pump from running (pump error 25). Troubleshooting was performed the customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a power error detected alarm. The customer was able to clear the alarm but was unable to complete the rewind process. The customer reported receiving a replace battery alert/replace battery now alarm. This was the second occurrence of receiving a replace battery alert without receiving a low battery warning first. The customer reported a partial display. The customer inserted a new fully charged battery and the display did not return to normal or the test failed. The customer stated that the battery failed to insert a new one. The customer reports a low battery alarm or short battery life. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.